Event description:
The customer reported the system displayed an interlock failure error message and the system was down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pins in the power plug were repaired. The system was then found to be operating as intended.